Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose level was 124mg/dl. During a follow-up, it was confirmed a supply change was performed and the cartridge in use during the cartridge alarm 1 had been discarded without being observed for any damage.